Event description:
It was reported that a medical professional had an issue with his programming system. It was reported that the connection of the usb cable to the motion tablet was suspected to be at fault. The return of the suspect usb cable is expected but it has not been received to date. No additional information was provided to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that, when the issue occurred, troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. The suspected usb cable was returned to the manufacturer. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the concerned tablet prior to distribution.